Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device did not alarm when a proximal occlusion was present. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm when a proximal occlusion was present. This was due to contamination on the proximal pressure sensor. A calibrated set was used for testing per the device release specifications. This report represents all the info known by the reporter upon query by the hospira personnel.